Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the web would not detach. They ended up using a different size and satisfactory completed the case and treated the patient. The patient outcome was reported as stable and recovering well.

Event description:
See h11.

Manufacturer narrative:
The investigation of the returned web system found the proximal connector bent at the brown lead wire joint, and the heater coil windings stretched. The heater coil pet and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. Further inspection found the heater coil¿s forward, and backward winds were found to be touching, resulting in the system to short, leading to the inability to detach as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the bent proximal connector, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength. Batch statement: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Review of the device¿s risk documentation: a review of the risk analysis documents was performed and the hazards associated with this device issue have been addressed. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.